Manufacturer narrative:
See scanned pages.

Event description:
The incident occurred 3-5 minutes into treatment. Air detector alarm occurred and discovered air in lines. Disconnected patient and recirculated to remove air and blood pump segment began leaking blood. The treatment was discontinued. The patient lost approximately 300cc of blood and treatment was restarted with new lines and new dialyzer. There were no complications noted with patient after incident. The rupture occurred approximately 2.5-3" on blood pump segment. Upon inspection of tubing and machine roller pump, it was discovered that pump segment may not be seated incorrectly and if too far forward can rub on part of pump and create damage to line that eventually causes rupture.